Event description:
It was reported that the patient came to the emergency room with near syncope. It was noted that there was undersensing on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD, implanted: (B)(6) 2011. (B)(4).